Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly, the root cause of the revision was the ¿ps post break secondary to increased posterior post wear¿; however, no supporting documentation was provided for evaluation. Patient impact beyond the reported ¿ps post breakage¿ and revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during tkr revision surgery, an unkn legion total knee impl was exchanged due to ps post break secondary to increased posterior post wear. This adverse event was solved replacing the device with a device with same size and thickness. Current health status of patient is unknown.